Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative indicating that the replaced ins's that were explanted due to normal battery depletion were discarded after surgery and will not be returned for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative indicating that the cause of the high impedances was unknown and was confirmed by the healthcare provider.

Manufacturer narrative:
Other applicable components are: product ID: 37602, serial# (B)(6), implanted: (B)(6) 2013, explanted: (B)(6) 2017, product type: implantable neurostimulator. Product ID: 37602, serial# (B)(4), implanted: (B)(6) 2017, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for parkinsons dual and movement disorders. The rep reported that the patient had a bilateral ins replacement due to normal battery depletion. The rep reported that the patient had high impedances on c<(>&<)>2: 2361, c<(>&<)>3:3758, and 0<(>&<)>3: 4027 on the right system before and after replacement the rep reported that the impedances were not impacting their therapeutic settings of 3.6, 60pw, and 130hz. The rep reported that the patient's therapeutic impedances were 1739 ohms @ 2127ma and the patient was doing well with the ins therapy. No patient symptoms were reported. No further patient complications have been reported as a result of this event.